Event description:
It was reported that on (B)(6) 2022 a 19mm epic supra valve was implanted in the patient's aortic valve and a 27mm epic valve was implanted in the patient's mitral valve. It was reported on (B)(6) 2023, the patient experienced a fever and malaise due to prosthetic valve endocarditis (pve) on the 27mm epic valve. It was reported the physician attributed the pve to patient condition. On (B)(6) 2023, a decision was made to perform a double valve replacement procedure and explant the 19mm epic supra valve and the 27mm epic valve. It was then reported an 18mm non-abbott aortic valve was implanted in the patient's aortic valve and a 25mm sjm masters series heart valve w/ teflon cuff was implanted in the patient's mitral valve. The patient status was reported as stable.

Manufacturer narrative:
An event of endocarditis three months after a double valve replacement was completed and due to the endocarditis and regurgitation on both valves; both valves were explanted was reported. The investigation found that fungal hyphae was present on cusps surfaces, which was limited to the tissue surface without inflammation. It was interpreted as post-explant contamination. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the endocarditis was reported to be due to patient. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 19mm epic supra valve was implanted in the patient's aortic valve and a 27mm epic valve was implanted in the patient's mitral valve. It was later reported that on 08 march 2023, the patient underwent a double valve replacement procedure for the mitral valve and the aortic valve due to prosthetic valve endocarditis (pve). The 19mm epic supra valve and 27mm epic valve were explanted from the patient. It was reported an 18mm non-abbott aortic valve was implanted in the patient's aortic valve and a 25mm sjm masters series heart valve w/ teflon cuff was implanted in the patient's mitral valve. There was no report of any adverse patient effects.